Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in or for device upgrade, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Lead to be monitored.